Event description:
Unit failed on a patient in simv (pc) mode. No patient injury occurred. The air gas module had a burnt smell. The unit was taken to the biomed department where the air gas module was replaced. Out of range (was in pediatric range) and audio alarm were noted. The unit is running with a new gas module within specification.